Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the motor device had a hole/cut in the hose, the bearings were damaged, and the cable/cord/wiring was damaged. Therefore, reported condition was confirmed. It was further determined that the device failed pretest for motor thermistor assessment, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between svdc line and connector body, no short circuit between sensor gnd and connector body, air pump assessment, handpiece temperature assessment and hand control assessment. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Please note that the reporter's phone number, and email address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device was making noise and heating up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.